Manufacturer narrative:
Product analysis: the stylus and cursor were confirmed to be out of alignment. The connection between the display overlay and printed circuit board (pcb) was re-seated and the stylus calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was out of calibration. It was noted that the calibration disk was used, and the stylus was replaced, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.